Event description:
A home patient went to the hosp due to pain in the stomach. Pt had checked the effluent and did not think the pain was due to peritonitis. The pt went to hosp (not the reporting hosp) due to pain in the stomach. The hosp made cultivation of effluent and noticed staphylocuccus aureus. The pt was given claforan (cefoxaxim) intravenous. Dose unknown. Five days later, the pt was moved to another hosp, renal department. The pt had noticed that there was a hole on the transfer set. The pt could not tell how it occurred. The transfer set was exchanged. In the effluent was no longer raised number or leucocytes and no longer any staphylococcus aureus.